Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and passed all the test during evaluation. B priority, eval and date in recv task but in the eval task long text it will be mentioned that "passed all the test".

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam allegedly become degraded and seeing particles in the devices. There was no report of patient harm and injury. This statement was- "b priority, eval and date in recv task but in the eval task long text it will be mentioned that "passed all the test" incorrectly reported in the previous report, which has been corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.